Event description:
It was reported that during an implant procedure the right ventricular lead dislodged when the sheath grabbed it while being peeled away. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.